Event description:
It was reported that a patient experienced st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave nav catheter was selected for use. Upon ablation on the cavo-tricuspid isthmus (cti), st segment elevation was observed on leads ii and iii. Cit abalation is considered off-label use of the farawave catheter. Pre-ablation electrocardiograms were used to compare when identifying this event. A total of 600mg of intravenous nitro was given per the request of the physician, and a return to normal baseline was seen shortly after treating the patient. The patient fully recovered from the event. The farwave catheter is not expected to return as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.